Event description:
A malfunction alarm was reported, displaying "malf 12" and indicating a high blood glucose level, although the exact value was unknown. The customer's blood glucose level exceeded 500 mg/dl (27.7 mmol/l). To address the issue, the customer administered a correction injection via mdi without needing third-party assistance. Tandem technical support arranged to send a replacement pump, confirmed shipping details, provided instructions for receiving the new pump, and instructed the customer to return the faulty pump using a pre-paid label within 10 days.